Event description:
It was reported to nuvectra that a lead revision was performed due to a migration. During the surgery, the right lead was replaced and the patient regained coverage to the pain area.